Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt failed therapy electrode recognition.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire.